Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, menorrhagia, dyspareunia, dysmenorrhagia, pelvic pain and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic total hysterectomy

Manufacturer narrative:
(B)(4). It was reported that the patient underwent scope implant concurrently with partial mesh removal in (B)(6) 2011. The patient underwent mesh removal in (B)(6) 2012 due to erosion, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced bladder infections and urinary incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.